Event description:
The customer reported that during preparation for use, the light source was not working in the optical digital mode. There was no patient injury reported.

Manufacturer narrative:
The unit was not returned for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.